Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including visual inspection, bench handling, power cycling, stress testing and full functionality testing without duplicating the report. The defib receptacle was replaced as a precaution. The multi-function cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.